Event description:
During the procedure part of the white surround of the distal tip came off and into the patient joint. The surgeon claims no force was used and ¿was not touching any tissue when it came off as if it disintegrated.¿ used a grasper to retrieve the broken tip from inside the patient and opened another electrode. Additional information: the procedure didn¿t extend further than 30 minutes. It was being used in an ankle scope which lasts circa 10-15 minutes. I was not attending theatre for this case but understand it had been used for at least 5 minutes prior to tip breaking off.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed a small fragment of the ceramic surrounding the active tip was broken. The broken fragment was not sent back with the device. Moreover, the distal end of the device was slightly bent indicating that the device has hit a hard surface or bone, which would have caused the reported failure. This failure can be attributed to device mishandling. Another possibility is that the damage could be caused by the introduction of another metal instrument during the procedure. The IFU states: "observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage." A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure part of the white surround of the distal tip came off and into the patient joint. The surgeon claims no force was used and &#62913;s not touching any tissue when it came off as if it disintegrated.&#63520;used a grasper to retrieve the broken tip from inside the patient and opened another electrode. Additional information: the procedure didn&#62752;extend further than 30 minutes. It was being used in an ankle scope which lasts circa 10-15 minutes. I was not attending theatre for this case but understand it had been used for at least 5 minutes prior to tip breaking off.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
During the procedure part of the white surround of the distal tip came off and into the patient joint. The surgeon claims no force was used and "was not touching any tissue when it came off as if it disintegrated." Used a grasper to retrieve the broken tip from inside the patient and opened another electrode. Additional information: the procedure didn't extend further than 30 minutes. It was being used in an ankle scope which lasts circa 10-15 minutes. I was not attending theatre for this case but understand it had been used for at least 5 minutes prior to tip breaking off.